Manufacturer narrative:
Media inspection of photos and video sent by the customer was performed. The photos and video are not clear enough to confirm a melted fiber tip.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip melted. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip melted. The procedure was completed with another of the same device. There were no patient complications.